Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had often experienced a drop in their heart rate while in the middle of exercising. During clinic testing with the patient on the treadmill and their rate elevated, it was determined that post-pace t-wave oversensing (twos) had caused the patient's heart rate to drop. In addition, there was atrial undersensing and far field r-wave (ffrw) oversensing observed. The right ventricular (rv) and right atrial (ra) leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had continued post-pace twos while running. It was noted that this resulted in the patient becoming symptomatic with a dropped heart rate and they ended up in the emergency room. Further review of device data also showed continued ffrw oversensing. Additional reprogramming was done and the leads will continue to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.